Event description:
It was reported that the patient presented for a follow up in clinic. Stored electrograms revealed that the patient's right atrial (ra) lead exhibited external noise reversion episodes that were not reproducible. There were no interventions, the patient will continue to be monitored. The patient was stable.